Event description:
It was reported by a patient that he experienced ear pain and increased headaches (B)(6) 2017-(B)(6) 2017, at which point the physician decreased settings and provided medication, but this did not help. On (B)(6) 2018, the patient went to the emergency room (ER) due to headaches. The patient used the magnet and believed this turned off the device and when he saw his physician it was stated the magnet was off. The patient then stated he experiences erratic stimulation since he had seen the physician last. Additional relevant information has not been received to-date.